Manufacturer narrative:
Based on the claim against the product by the customer noting there was too much adhesion of tissue after cauterization, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer and batch/lot number of the product are unknown. Although the complaint regarding unknown issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The event, system and instrument logs cannot be performed due to missing information. This complaint is being reported based on the following conclusion: it was reported in a post-market clinical survey that one or more unspecified da vinci-assisted thoracic procedures were converted to open in the past month, due to malfunction and/or breakage of a da vinci bipolar instrument. Further, it was reported that the bipolar instrument(s) used did/do not achieve delivery of bipolar energy and enable surgical tasks (e.g. Grasping, dissection) during surgery as intended, because of "too much adhesion of the tissue to the forceps after coagulation." The reporter specifically mentioned the use of a long bipolar grasper instrument. A conversion to an open procedure meets the internal criteria for a reportable adverse event. In addition, excessive adhesion of tissue to an instrument can lead to tissue injury, requiring medical or surgical intervention. While details regarding the broken bipolar instrument(s) are unknown, the alleged malfunction(s) will conservatively be reported as such.

Event description:
As part of an anonymous survey, a site reported that the long bipolar grasper had too much adhesion of the tissue to the forceps after coagulation. The site converted the procedure to open surgery. No other information is available at this time. Intuitive surgical, inc. (Isi) received information indicating that a "the procedure was converted to open surgery due to too much adhesion of the tissue to the forceps after coagulation." No other clinical information was provided. The following information is unknown: the cause and severity of the alleged operative complications, what medical intervention (if any) was administered due to the operative complications, the site name, the procedure date, the procedure outcome. We were also provided with the information that it deals with a thoracic procedure and the concerned instrument is a long bipolar grasper. As part of an anonymous survey, based on the information provided at this time, no follow up can be conducted.